Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to update the entry in h6: impact codes and b2: outcomes attrib to adv event.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a pneumothorax. This lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a pneumothorax. This lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.